Event description:
It was reported that the patient was experiencing pain and chest wall stimulation due to the right ventricular (rv) lead that had perforated the apex. It was also reported that the rv lead had no capture in unipolar or bipolar at maximum outputs. The lead was extracted and replaced. There were no further reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor had blood/body fluid (not obstructed), the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, tissue on the helix, and visual analysis revealed apparent explant damage.